Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. The cannula had dislodged from the infusion site and bent cannula. These condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400, 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka) and was in the intensive care unit (ICU). The patient's pod had unknowingly fallen off, thus, cannula dislodged from the infusion site (hip/buttocks), without pod insulin delivery for an unknown amount of time, cannula was bent, tried to bolus, manually injected and once the patient began to vomit and feel sick the patient¿s mother decided to take the patient to the hospital. Patient¿s blood glucose (bg) levels was high on the meter indicating hyperglycemic levels exceeded 500 mg/dl while wearing the pod between 36 and 48 hours . Symptoms reported include nauseous, vomiting and upset stomach. The patient was treated with an intravenous insulin, saline, sugar solution, and was given zophran for nausea. The patient had large ketones. Patient was discharged after a day and a half.